Event description:
It was reported that a patient presented with myopotential oversensing resulting in pacing inhibition on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.